Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- patient referred to him on the trauma list due to a pinnacle liner disassociation. He will be removing and replacing the cup and liner. The cup and liner will be contaminated but available for return and analysis. The operating surgeon feels there must be an issue with the locking mechanism for the cup and would like this investigated. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the rim of the pinn mar neut 32idx54od has three out of six anti-rotation device (ard) tabs sheared off. The fractured fragments were not returned for evaluation. Additionally the rim was slightly deformed, it is evident that the edge of the liner was loaded by the femoral head, there are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. Based on the observations of the pinn mar neut 32idx54od and the returned acetabular cup, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: corrected: h3

Event description:
It was reported that the patient was scheduled for revision surgery due to liner disassociation. Surgeon will be removing and replacing the cup and liner. The operating surgeon feels there must be an issue with the locking mechanism for the cup.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The x-ray investigation revealed that a disassociation event occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- patient referred to him on the trauma list due to a pinnacle liner disassociation. He will be removing and replacing the cup and liner. The cup and liner will be contaminated but available for return and analysis. The operating surgeon feels there must be an issue with the locking mechanism for the cup and would like this investigated. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the rim of the pinn mar neut 32idx54od has three out of six anti-rotation device (ard) tabs sheared off. The fractured fragments were not returned for evaluation. Additionally the rim was slightly deformed, it is evident that the edge of the liner was loaded by the femoral head, there are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present had the femoral head been more centrally loaded. Based on the observations of the pinn mar neut 32idx54od and the returned acetabular cup, it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner locking mechanism failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device product description: pinn mar neut 32idx54od product code: 121932054 lot number: 4690363, and one non-conformance was found. However, the non-conformance was not related to the reported failure mode. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- a manufacturing record evaluation was performed for the finished device product description: pinn mar neut 32idx54od product code: 121932054 lot number: 4690363, and one non-conformance was found. However, the non-conformance was not related to the reported failure mode. Device history review- a manufacturing record evaluation was performed for the finished device product description: pinn mar neut 32idx54od product code: 121932054 lot number: 4690363, and one non-conformance was found. However, the non-conformance was not related to the reported failure mode. Added: d4 expiration date. Corrected: d4 primary UDI number.

Event description:
Additional information was received and states that: could we also note that there is a marker pen line on the polyethylene liner showing where the surgeon used a kocher to remove the liner from the acetabulum after it had dissociated.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient referred to him on the trauma list due to a pinnacle liner disassociation. He will be removing and replacing the cup and liner. The cup and liner will be contaminated but available for return and analysis. The operating surgeon feels there must be an issue with the locking mechanism for the cup and would like this investigated. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. (B)(4) (B)(6). The x-ray investigation revealed that a disassociation event occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Added: d4 (lot), h4. Corrected: d4 (primary UDI #).